Event description:
It was reported that an angio-seal was implanted in the right femoral artery. The patient received heparin, dosage unknown. The patient experienced pain in the right iliac fossa and pain in the lower abdomen. The patient's hemoglobin decreased, cardiac rate increased and arterial pressure was maintained. An angio-scan revealed a large retroperitoneal hematoma. Surgery was performed to suture the artery. The patient was given 4 packs of red blood cells and 2 packs of plasma. The patient has been discharged. The patient was reported in good condition.

Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The IFU also instruct the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device instructions for use (IFU) states that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.